Event description:
On (B)(6) 2011, a vns treating physician reported to the manufacturer's consultant that the vns patient was experiencing an increase in seizures. A systems diagnostic test was performed that showed ok/ok/ dcdc = 1/ eri = no, but a battery life calculation performed previously, showed negative years remaining until eri = yes. The physician also reported that the patient's left vocal cord is not moving and has vocal cord paralysis. The patient went for prophylactic battery replacement on (B)(6) 2011. Attempts for the explanted product were made by the manufacturer, but it has not yet been returned to the manufacturer for product analysis. The physician later reported that they have no record of the patient ever having any vocal cord paralysis. The last time they saw the patient was on (B)(6) 2011 and the patient was experiencing an increase in seizures prior to their battery replacement surgery. The patient went from 2 seizures to 4 seizures a month during (B)(6) 2010 to (B)(6) 2011. The physician did not know what to attribute the increase in seizures to, nor their relationship to pre-vns baseline levels. The patient will not be seen by the physician again until (B)(6) 2011. The patient's settings on (B)(6) 2011 were 2.25/30/500/30/0.8/2.00/60/500 with 4 seizures that month. Systems diagnostics performed on that day showed output status = ok/ lead impedance = ok/ dcdc = 1. It was also reported that the magnet helps her seizures by shortening them. If additional information is received, it will be reported.